Event description:
A pharmacist reported that a surgeon exchanged an intraocular lens (iol) one day following a cataract surgery because the haptic was found separated from the optic. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken in the gusset are not pulled out of the optic (returned-this haptic was also bent). The optic was scratched and the haptic insertion area of the broken haptic was torn/split/cracked. The optic was torn/split/cracked into two pieces (possibly cut). While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested.